Manufacturer narrative:
The log file of the affected device was analyzed regarding the reported event. Based on the log file analysis, a ¿device failure (14)¿ and derived ¿speaker failure¿ alarm event could be confirmed. Both alarms were caused by a temporary impaired internal hdbaset communication between the ecd and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. In this failure mode the display functions might be impaired and/or the screen turns black. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message ¿device failure (14)¿ will be raised. The display functions and operability of the ecd might be affected in case of an active ¿device failure (14)¿ alarm event depending on the technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while transporting a patient, and as they entered the elevator the display blanked out. When the display turned back on it had device failure 14. There were no patinet health consequences reported.